Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment a 55 mm in diameter abdominal aortic aneurysm. The proximal neck is 20 mm in length. There was 5 degrees of angulation. There was mild tortuosity and mild calcification. It was reported that a final angiogram showed a possible type IV or proximal type I endoleak. Per film imaging, an endurant aortic cuff was then seen implanted approximately 1cm above the bifurcate. No additional clinical sequelae were reported and the patient is fine. A review of the films could not determine the cause of the endoleak.